Manufacturer narrative:
Additional component potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000134804.

Event description:
It was reported that a dural puncture occurred during the patient's implant on (B)(6) 2023. The patient reported digital pain in both feet. The patient was treated with steroids and an unspecified intravenous medication to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.